Event description:
It was reported that this unknown device was suspected to be in safety mode. It was not confirmed. It is unknown if this device remains in service. No adverse patient effects were reported.